Event description:
A customer reported that their AED is flashing red and prompting a replace battery pack now warning. They reported that this did not occur during patient use.

Manufacturer narrative:
A customer reported that their AED is flashing red and prompting a replace battery pack now warning. Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.